Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for tpn treatment. It was noted post placement that the catheter was leaking. The catheter was successfully removed via the proximal end and another PICC was placed for continuation of treatment. No pt complications resulted from this event. Subsequently the pt was discharged. This device has not been received for eval. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine if it met specifications. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.